Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports visible smoke from their abbott diabetes care device. Customer further reports their device "smells like burning." No further details were porvided. There was no report of fire, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and reader was observed to be damaged due to use related issue. Damage was observed to the reader with cracked casing and near the button and side. Damage was observed to the plastic channel retaining the pins of the usb port and bent pins. Reader did not connect to software or did not charge. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and damage was observed to the pcba.nxp processor was observed to be present. Battery voltage was measured. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned device and it was observed that the top housing of the reader had cracks near the reader button, and the bottom housing also showed damage on the reinforcing gussets. Inspection on pcba has revealed a crack on the lower portion in the area directly beneath the reader button.several components on the pcba were also damaged including the y1 component, which was missing and broken, and the u5 component, which displayed visible cracking. The strip port had lifted pins on pins 1, 2, and 3, as well as damage to pins 2 and 3 of the usb port and damage on the usb port retention guard. The data from the initial scan could not be reviewed because the device was unable to power on. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured; however results were not within specification. A known-good battery was used, however device still did not power on with button depression, strip insertion, or by connecting to a known-good charging cable. Additionally, a thermal inspection was conducted using a thermal camera and hotspots were not observed before or after attempting to power on the device. Measurements were taken from the usb test points which indicated that all pins read 0 volts, including those expected to have a non-zero voltage. Based on the extensive damage observed on both the external casing and the internal pcba, the failure was determined to be the result of external physical forces rather than a product-related issue. Customer's reported complaint for ¿visible smoke¿ was not observed. It was determined that this issue is caused by user-induced damage. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports visible smoke from their abbott diabetes care device. Customer further reports their device "smells like burning." No further details were porvided. There was no report of fire, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.